Event description:
Caller indicated that 2 to 3 weeks ago user tested their meter against paramedics and stated that they got a reading of 119 mg/dl on their meter vs. 24mg/dl on the paramedics meter. They were found on floor, paramedics checked pt's medication and took readings unitil pt felt ok. An evaluation of the system was conducted over the phone, which determined that the meter's electronics are working as designed. Customer asked to return meter for further evaluation, and a replacement was provided.